Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: evaluation confirmed that the battery compartment is cracked. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The battery compartment crack is likely the cause of the reported power loss and subsequent cessation of insulin delivery. This issue is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
Device evaluation: additional evaluation was completed by product analysis on (B)(6) 2011 with the following findings: the pump was exercised for 29 hours with no insulin delivery issues occurring.

Manufacturer narrative:
In regards to the reported power loss with battery compartment damage, the alleged malfunction is not likely to cause an adverse event. A cracked battery compartment is generally obvious and detectable by the user. Therefore, the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient stated that she awoke early in the morning on (B)(6) 2011 to find that the pump had lost power and her blood glucose (bg) was 500 mg/dl with nausea and frequent urination. She stated that the battery compartment was cracked, and the battery cap would not secure to the pump. The patient stated that she was able to secure the cap, and went back to sleep. She reported that she administered a correction injection for her elevated bg, and did not require any medical intervention. The patient confirmed that the pump has not lost power since the incident. The patient stated that at the time of the call to animas customer support, the pump was working appropriately, but the o-ring to the battery cap remains visible. She noted that the battery cap was last changed over a year ago. This complaint is being reported because the patient allegedly experienced hyperglycemia while using insulin pump therapy.